Event description:
The physician was attempting to advance a resolute integrity rx drug eluting stent to a heavily calcified lad. The device could not cross the lesion, after lesion was dilated again it was noted that the stent was coming off the balloon. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusions: (lesion morphology) - heavy calcification. (Failure to deliver). (B)(4).